Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up arrow button is not responding as it used to. The reporter mentioned that the keypad rubber was peeling up. The reporter stated that this started around (B)(6) 2012. The reporter denied damage to the audio bolus button and no cracks in the casing. The patient wore the pump exterior to a garment and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:testing confirmed intermittent responses to button presses on the 'up' and 'contrast' buttons. Confirmed damage to the keypad-the keypad is lifting and peeling on both edges next to the 'up' and 'down' arrow buttons. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.